Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report

Event description:
The customer stated that the cell-dyn sapphire analyzer (sn (B)(4)) generated a higher than expected wbc result of 1.8 k/ul from one patient sample (sid (B)(6)). The patient is known as an oncology patient and expected to have a lower wbc count. The customer then tested the same patient sample with another cell-dyn sapphire and an expected result of 0.7 k/ul was obtained and reported out. The same sample was also tested with the first sapphire analyzer ((B)(4)) and a result of 0.6 k/ul was generated. No impact to patient management was reported.